Event description:
It was reported that the customer experience high blood glucose levels (378 mg/dl). The customer used manual injections for corrections.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.